Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a 32-year-old female patient who had essure (batch no. C03100, c06467) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's concurrent conditions included mood swings since 2014, anxiety since 2014 and depression since 2014. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches,") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal beeding"). The patient was treated with surgery (B)(6) 2017, bilateral salpingectomy and nova sure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the vaginal infection, migraine, headache and vaginal discharge outcome was unknown. The reporter considered headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: minimally bulky uterus with heterogeneous myometrium. Lot number:c03100 manufacture date: 2013-12-11 expiration date:2016-12-31. Lot number:c06467 manufacture date:2013-12-17 expiration date: 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a 32-year-old female patient who had essure (batch no: c03100, c06467) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's concurrent conditions included mood swings since 2014, anxiety since 2014 and depression since 2014. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"), 212 days before insertion of essure. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches,") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on (B)(6) 2017, bilateral salpingectomy and nova sure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the vaginal infection, migraine, headache and vaginal discharge outcome was unknown. The reporter considered headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: on an unknown date: minimally bulky uterus with heterogeneous myometrium. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Medical history added. Updated suspect drug indication. Event abnormal bleeding updated to vaginal bleeding and menorrhagia. Events vaginal infection, migraines, headaches ,vaginal discharge and she did not undergone essure confirmation test added. Incident: we received the serial number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.